Manufacturer narrative:
The unit alarmed compromised force sensor system during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed the displacement test, self-test, and a21 error test. The unit passed all operating currents tested within the range and passed the off no power test. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer called to report a compromised force sensor system alarm. The customer's blood glucose level was 179 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.